Manufacturer narrative:
Product complaint (B)(4). Batch # r59a6. Device evaluation summary: the device was first assessed per the standard ils circular activity plan. The device was received with the anvil extended. The washer was uncut and it appeared to have six staple line indentions across the cut line. As part of the activity plan, the device was reloaded with staples and a new washer. It was then hand fired, on a test skin at the high ¿b¿ setting. (This is a conservative approach for staple formation and is the same practice performed during normal pi analysis.) The device did not cut the washer, staples did not fully form, and the washer was blemished but not cut. The test skin was not fully cut. It was noted that there was minimal backdrive and the trigger fired plastic to plastic. In summary, malformed staples were observed, it did not cut the washer, and did not fully cut the test skin. The device had high force to fire. The device was then reloaded a second time with staples and a new washer. It was then hand fired into indicated tissue across staple lines, with the indicators dialed down per the IFU (adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). Firings were performed by r&d design engineer. The force to fire was high, there was minimal backdrive, and the washer was uncut during the firing stroke. The device was difficult to remove after firing and the staple line was observed to be of poor quality. Photos were taken for the tissue staple line from the device. It is difficult to detect full staple formation in tissue compared to in test skin, but engineering judgement was used, and we believe the staples were not fully formed due to visibly high staples with unformed b shapes. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional manufacturer narrative - device evaluation summary corrected device evaluation summary: the device was first assessed per the standard ils circular activity plan. The device was received with the anvil partially extended. The anvil shroud had a small scuff. The washer was uncut and it appeared to have three staple line indentions across the cut line. As part of the activity plan, the device was reloaded with staples and a new washer. It was then hand fired, on a test skin at the high ¿b¿ setting. (This is a conservative approach for staple formation and is the same practice performed during normal pi analysis.) High force to fire was felt, misaligned driver to anvil was noted, and there was minimal casing movement. The device did cut the washer and had conforming staples. The device had high force to fire. The device was then reloaded a second time with staples and a new washer. It was then hand fired into indicated tissue across staple lines, with the indicators dialed down per the IFU (adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). Firings were performed by r&d design engineer. The force to fire was high, there was minimal backdrive, and the washer was uncut during the firing stroke. The device was difficult to remove after firing and the staple line was observed to be of poor quality. Photos were taken for the tissue staple line from the device. It is difficult to detect full staple formation in tissue compared to in test skin, but engineering judgement was used, and we believe the staples were not fully formed due to visibly high staples with unformed b shapes. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Two consultant surgeons were scrubbed in, both with over 20 years of experience with the device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown but they definitely fired when in the green zone did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No were the donuts inspected? If so, please describe. Yes was a complete washer transection confirmed? Sound was heard but it did not sound normal were there any staple formation issues identified? Upon a leak test the whole anastomosis fell apart did the exact same issue occur with both cdh29a devices? Yes can further detail be provided on what was done to address the difficulties experienced? Leak test failed, area was cut out and anastomosis was attempted again what are the long-term consequences for the patient? The patient is recovering well but will suffer with long term consequences as they are left with less rectum than intended what is the current status of the patient? The patient is recovering well but will suffer with long term consequences as they are left with less rectum than intended, currently have a stoma.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Did the exact same issue occur with both cdh29a devices? Can further detail be provided on what was done to address the difficulties experienced? What are the long-term consequences for the patient? What is the current status of the patient?

Event description:
It was reported that during a sigmoid colectomy, it became a low anterior resection due the failure of two stapling devices. Two cdh29 failed when fired. There was no definite crunch heard when this was fired. The handler was a consultant surgeon, further surgery was required and a ecs29 was used successfully. Surgery time was extended by one hour. Unsure exactly how much additional colon/rectum tissue was resected as a result of the issues experienced with the cdh devices but the resection was supposed to be the upper rectum and was moved to mid/ lower due to the misfiring of two cdh devices. The patient is recovering well but will suffer with long term consequences as they are left with less rectum than intended.